Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. Before use, during inspection, the user found that bending rubber was leaking and stopped using.